Event description:
It was reported the pt (B)(6) is experiencing difficulty maintaining communication with the ipg via the charging system. Efforts to resolve this matter with the use of a different charging system and spacer proved unsuccessful. No invasive intervention is planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.